Event description:
It was reported that a user of the ilet bionic pancreas experienced failure to receive glucose readings from a dexcom g7 continuous glucose monitor (cgm) sensor and initial pairing attempts were not successful but ultimately resolved after re-entering the sensor code and toggling sensor settings. The user experienced interrupted glucose data on the ilet with no adverse clinical symptoms reported. Outcomes included temporary loss of cgm-driven automation until readings resume with no health impact. User support included device use troubleshooting with sensor code re-entry and configuration verification. Investigation of this case revealed a pairing failure and data communication issue consistent with cgm connectivity or configuration error. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or external cgm communication failure.